Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had remaining longevity of few years during last device check in (B)(6) 2018. When the patient presented to clinic for follow-up in (B)(6) 2019, it was noted that the device reached eri. Physician suspected premature battery depletion. Analysis of session records by abbott's technical representative noted that the device battery depletion was normal and the battery measurement was incorrectly diagnosed by programmer in (B)(6) 2018. Patient will be scheduled for device replacement procedure due to normal eri. Patient was stable.